Event description:
A user facility biomedical technician (bmt) reported a power plug was burned and charred. Upon follow-up, the biomedical technician (bmt) confirmed that burn marks were identified on the prongs of the power plug. The bmt stated a field service technician (fst) came to access the machine and stated the power plug was going to be replaced as a precaution. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The bmt stated the machine remains out of service pending replacement of the power plug. The damaged power plug was not available to be returned for evaluation as it was reportedly discarded. In addition, photos of the component were not available. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a power plug was burned and charred. Upon follow-up, the biomedical technician (bmt) confirmed that burn marks were identified on the prongs of the power plug. The bmt stated a field service technician (fst) came to access the machine and stated the power plug was going to be replaced as a precaution. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The bmt stated the machine remains out of service pending replacement of the power plug. The damaged power plug was not available to be returned for evaluation as it was reportedly discarded. In addition, photos of the component were not available. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.